Event description:
It was reported that the lead exhibited noise when the patient performed arm movements. The lead was reprogrammed and remains in the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.